Manufacturer narrative:
The manufacturer previously reported an issue with the internal battery, system board and power management board. The internal battery, system board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The system board and power management board were evaluated and found to operate to design specifications.

Event description:
The manufacturer received information alleging issues with a ventilator's internal battery and a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery, power management board and system board were replaced to address the issues.